Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("ebelt - cannot run detect and treat testing) has been confirmed. Upon investigation the cable connecting ECG a and b was cut the root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.